Event description:
It was reported that an infection developed on or over the pump pocket; the cause was reported to be a suture. The pt had redness at his right flank; anterior to the umbilicus and pump site. The pt did not have meningitis. The primary location of the infection was the pump pocket. The pt had been administered unspecified perioperative antibiotics and was treated with unspecified oral antibiotics. The device system was explanted. The infection resolved. It was unk if the pt had any risk factors prior to implant. The pump was used to deliver morphine.